Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1996. Subsequently, the patient fell resulting in a revision procedure which was performed on (B)(6) 2011. The acetabular liner and femoral head were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "excessive activity, failure to control body weight, and trauma affecting the implant have been associated with premature failure of the implant." This report is number 1 of 2 mdrs filed for the same event (B)(4).